Event description:
The hcp reported the pt had been experiencing withdrawal from the baclofen. "Tried to interrogate the pump-no response. " the pump was explanted and replaced and returned to the manufacturer for analysis.